Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient has had multiple implanted batteries in the past and that they had gone ¿bad¿ and were dead. The patient says that the health care provider didn't say that the implantable neurostimulators depleted faster than expected, but the patient said that they would ¿get bad¿ and the health care provider would replace them. Since he was first implanted, he can only sleep on his left side because otherwise it ¿sounds like he¿s lying on an electric fence.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.